Event description:
Three icerod cx needles were used in a cryoablation procedure. All three needles passed testing with no issues. Muscle twitching was observed during the second freeze cycle of the cryoablation procedure. The user was alerted to the event, but no changes were made to the procedure. Upon starting the thaw cycle, a system alert appeared that the needle in channel 3a was unable to use ithaw. The needle was moved to channel 3b with the same alert. The case was completed with no reported injury to the patient. The defective needle will be returned to the manufacturer for investigation.

Event description:
This MDR is to document the manufacturer's actions of the needle from lot t0467 used in the reported event. Further investigation or follow-up is not planned for this complaint.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The electrical parameters were outside of specifications, confirming the reported complaint. Needle disassembly identified the root cause as damage to the insulation layer of the heater wire. Review of the t0467 needle lot manufacturing records did not identify any electrical malfunctions within the needle batch.